Manufacturer narrative:
Follow-up #1 date of submission 03/30/2016 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: during testing, it was determined that the pump was returned with the bolus delivery speed set to slow. The pump powered on normally during testing. The pump successfully passed an ez prime sequence. The pump was exercised for 24 hours with no issues. A 10u audio and a 10u normal bolus were successfully preformed. No ¿delayed response¿ was observed when starting to deliver the boluses. The complaint was not duplicated during testing. Unrelated to the complaint, the battery compartment was observed to be cracked. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a other (unusual issue) issue. It was reported that there was a delayed response for pump to start delivering a bolus. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.